Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level ranged from not impacted to 520 mg/dl with moderate to large ketones and it was addressed with manual injections. During the system check with tandem technical support for the most recent occlusion, it was determined that site should be changed. It was confirmed that the customer had manual injections available.